Event description:
It was reported that customer¿s pump displayed malfunction alarm 3-0x2095, was not resettable, and required replacement, with no notable events occurring prior to the malfunction and no blood glucose information available at the time of the event. There was no reported impact to the customer¿s blood glucose level. Customer was informed that pump needed replacement, a replacement pump within warranty was arranged and shipped, and customer was instructed on storage mode, return of the malfunctioning pump, and use of backup therapy, although the specific backup method was not shared, and no further information was expected.